Event description:
It was reported when the patient came to the clinic today they discovered that there was a hole in the catheter just by the suture wings and it was leaking. The patient had the PICC-line inserted in january and had cythostatic drugs. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, returned physical sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed within the catheter tubing at the edge of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. The terminating ends of the fracture split were approximately one-half the circumference of the catheter. The fracture surface was rough and granular. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The potential for this type of damage can be mitigated through placement, dressing, and handling which reduces hard kinking of the catheter. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1817 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the patient came to the clinic today they discovered that there was a hole in the catheter just by the suture wings and it was leaking. The patient had the PICC-line inserted in january and had cytostatic drugs. No other information was provided.